Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient (pt) reported their ins was taken out. The reason for device removal was the device was not helping and pt started having problems. Pt clarified the device was helping at the beginning and after 1.5 year of being implanted it stopped helping and pt started having problems. The reason for call was pt wanted to know what do with external components.